Event description:
It was reported by the rep that the (1) scw45 was used during a laparoscopic appendectomy procedure. It was reported that the first application of the scw45 was used across the base of the appendix in the laparoscopic appendectomy. The jaws closed and the instrument fired. The handle was forced open and the jaws would still not release. The jaws locked on the base of the appendix. A harmonic scalpel was used to cut the instrument off of the appendix. There was enough of the base of the appendix left to place a new row of staples with a new instrument. The pediatric pt was okay but there was an extended operating room time of 30 minutes.